Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement. In addition, there was non-physiological noise observed on the ra lead in a stored atrial tachy response (atr) episode. The healthcare provider (hcp) also noted concern about noise observed on the presenting electrogram, which appeared to be respiratory rate trend (rrt) sensor noise on the ra lead. Boston scientific technical services (ts) indicated the noise did look like fine rrt sensor noise, but it was not detected by the device. In addition, there was farfield oversensing of r-wave signals observed on the ra lead on the presenting electrogram. Ts stated it is likely there could be a ra lead fracture given the presence of noise and the out of range pace impedance measurement. Ts discussed considering a decrease in ra lead sensitivity programming in response to the non-physiological noise. Ts also provided guidance to the hcp to consider programming the rrt sensor off and walked the hcp through how to do it. Ts also suggested the hcp could consider extending the atrial blanking after ventricular pacing programming in response to the farfield oversensing issue. The hcp indicated they will likely want to program around the noise if possible and avoid surgical intervention at this time. Ts suggested brining the patient into the clinic to perform an evaluation of the ra lead to determine appropriate settings and to check ra threshold measurements if they are going to continue to monitor. The patient was noted to only receive ra pacing therapy one percent of the time. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement. In addition, there was non-physiological noise observed on the ra lead in a stored atrial tachy response (atr) episode. The healthcare provider (hcp) also noted concern about noise observed on the presenting electrogram, which appeared to be respiratory rate trend (rrt) sensor noise on the ra lead. Boston scientific technical services (ts) indicated the noise did look like fine rrt sensor noise, but it was not detected by the device. In addition, there was farfield oversensing of r-wave signals observed on the ra lead on the presenting electrogram. Ts stated it is likely there could be a ra lead fracture given the presence of noise and the out of range pace impedance measurement. Ts discussed considering a decrease in ra lead sensitivity programming in response to the non-physiological noise. Ts also provided guidance to the hcp to consider programming the rrt sensor off and walked the hcp through how to do it. Ts also suggested the hcp could consider extending the atrial blanking after ventricular pacing programming in response to the farfield oversensing issue. The hcp indicated they will likely want to program around the noise if possible and avoid surgical intervention at this time. Ts suggested brining the patient into the clinic to perform an evaluation of the ra lead to determine appropriate settings and to check ra threshold measurements if they are going to continue to monitor. The patient was noted to only receive ra pacing therapy one percent of the time. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was fractured and was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for a high out of range pace impedance measurement. In addition, there was non-physiological noise observed on the ra lead in a stored atrial tachy response (atr) episode. The healthcare provider (hcp) also noted concern about noise observed on the presenting electrogram, which appeared to be respiratory rate trend (rrt) sensor noise on the ra lead. Boston scientific technical services (ts) indicated the noise did look like fine rrt sensor noise, but it was not detected by the device. In addition, there was farfield oversensing of r-wave signals observed on the ra lead on the presenting electrogram. Ts stated it is likely there could be a ra lead fracture given the presence of noise and the out of range pace impedance measurement. Ts discussed considering a decrease in ra lead sensitivity programming in response to the non-physiological noise. Ts also provided guidance to the hcp to consider programming the rrt sensor off and walked the hcp through how to do it. Ts also suggested the hcp could consider extending the atrial blanking after ventricular pacing programming in response to the farfield oversensing issue. The hcp indicated they will likely want to program around the noise if possible and avoid surgical intervention at this time. Ts suggested brining the patient into the clinic to perform an evaluation of the ra lead to determine appropriate settings and to check ra threshold measurements if they are going to continue to monitor. The patient was noted to only receive ra pacing therapy one percent of the time. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was fractured and was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 136 millimeters from the terminal end and only the proximal segment was returned. Most of the lead was not returned. Resistance testing found the lead segment was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the laboratory findings, we believe that torsional overstress during attempts to retract/extend the helix during the explant procedure caused the inner conductor coil to break. No other fractures were noted on the segment of the lead that was returned. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations while the full lead was implanted and in service.